Event description:
It was reported that the iab was inserted left femoral, but difficulty was encountered due to strong calcification. Because of this, the physician removed the iab to try another insertion site. During removal the iab got stuck in the introducer sheath and as a result of this, the entire assembly was removed. A second iab was successfully inserted in the right femoral. There were no associated pt complications.